Event description:
The micro oscillating saw was sent in for service and it ran in the safe mode when the cable was flexed during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throught the internal components of the device.